Manufacturer narrative:
Date sent to the FDA: 08/19/2021. Additional b5 narrative: it was reported that the patient underwent removal surgery on (B)(6) 2014.

Manufacturer narrative:
Date sent to the FDA: 09/27/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2014. (B)(4) submitted for adverse event which occurred on (B)(6) 2014.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent laproscopy with lysis of adhesions on (B)(6) 2014 during which the surgeon noted the mesh had been separated from abdominal wall along with a significant amount of adhesions between the omentum and loops of the small bowel and the colon to the mesh. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2014 during which the surgeon noted the mesh failed and the bilateral inferior epigastric were densely involved in the scar tissue with the previous mesh and both were sacrificed during the course of dissection. It was reported that the patient experienced severe pain, nausea, diarrhea, chills inflammation, loss of appetite and extreme weight loss. No additional information was provided.